Manufacturer narrative:
(B)(4). It is indicated by the customer that the product will not be returned to zimmer biomet for evaluation as the device location is unknown. Concomitant devices ¿ persona cemented stemmed tibial component size g right catalog #: 42532007902 lot #: 62676461, persona vivacit-e cruciate retaining fixed bearing articular surface 10 mm right catalog #: 42522000610 lot #: 62526947, palacos r 1x40 bone cement catalog #: 00111214001 lot #: 77564367, palacos r 1x40 bone cement catalog #: 00111214001 lot #: 73754286, nexgen inset all poly patella size 26 catalog #: 00597206526 lot #: 62710298/ multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00896, 0001822565-2018-00897, 0001822565-2018-00898, 0002648920-2018-00471.

Event description:
It was reported that the patient was revised due to loosening, discomfort, pain and a popping noise approximately 4 years following right knee arthroplasty. Additionally, the patient was treated with a knee brace. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the persona knee system, loosening, pain and instability are known adverse effect of total knee arthroplasty. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain and instability three (3) months following right knee arthroplasty and was placed in a brace. The patient subsequently underwent a right knee arthroplasty revision four (4) years post-operatively to address loosening, discomfort, pain and a popping noise. Initial and revision operative notes were received and did not identify any intraoperative complications. During the revision procedure, it was identified that the tibial component was loose. All components were removed and replaced with competitor devices. No additional patient consequences were reported.